Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge distributor evaluated device is not charging the battery and does not power on when plugged into the power. Most probably the problem may be related to the power management board. This issue arose after updating the power management board to software d:00 the device was updated based on recall (B)(4). And later the problem appeared. No repair information available. H3 other text : no repair information

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the distributor found that the cardiosave intra-aortic balloon pump (iabp) the device is not charging the battery and does not power on when plugged into the power. This issue arose after updating the power management board software. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.